Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece did not appear to be functioning correctly which resulted in the large number of tip too warm errors during treatment. This condition presents no patient risk. No treatment tip was returned for evaluation. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate.

Manufacturer narrative:
The product evaluation has been completed. The lee valve, inline filter, and force sensor has been replaced. The unit now passes the electrical, functional, and radio frequency tests. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Further investigation underway.

Manufacturer narrative:
Based on the evaluation of the data log, the handpiece did not appear to be functioning correctly and cryogen is not being delivered. The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility reported a patient sustained vesicles and erythema on the abdomen area after thermage flx treatment. The user reported the system prompted "tip too warm" or "tip too cold" errors several times during the treatment. The user waited between passes and applied more coupling fluid and the tip message would disappear. There were no messages regarding the cryogen. Most of the treatment was done on energy level 1-2 with the highest energy level used at 2.5. The vesicles were observed after the treatment. The patient reported experiencing pain during the treatment. The patient was placed on pronox due to pain then started on impoyz to reduce risk of pih. Aquaphor and ice was recommended. Doxycycline was recommended as prophylaxis. Currently, the vesicles have resolved and the patient only has purpura.